Manufacturer narrative:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a octaray, galaxy, 48p, 3-3-3-3-3, f-curve and the device was reported to have broken inside the patient including having electrode damage. It was reported that when pulling the octaray catheter out of the body, the physician felt some resistance like it was stuck on something. Caller stated once they got the catheter out of the body, there was a 1ft long string that was still attached to the catheter that was slowly unraveling. Caller stated it was still attached to the base of the catheter where the splines meet. When the catheter was replaced, the issue resolved. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. According to the pictures provided by the customer, there was a 1ft long string that was still attached to the catheter, however, during the analysis in the lab, a visual inspection was performed and no damage or anomalies on the device were observed. There was no string attached to the catheter. No electrodes damaged, bent or detached were observed. A dimensional test was performed, and the outer diameters of the device were found within specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No malfunction was observed during the product analysis. The instructions of use contain the following recommendation: the catheter is recommended for use with an 8f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25mm in diameter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a octaray, galaxy, 48p, 3-3-3-3-3, f-curve and the device was reported to have broken inside the patient including having electrode damage. It was reported that when pulling the octaray catheter out of the body, the physician felt some resistance like it was stuck on something. Caller stated once they got the catheter out of the body, there was a 1ft long string that was still attached to the catheter that was slowly unraveling. Caller stated it was still attached to the base of the catheter where the splines meet. When the catheter was replaced, the issue resolved. Additional information was received indicating the string looked like medical device material that came unraveled and it was not biological material nor foreign material. One of the electrodes did appear damaged and the speculation is that the catheter was somehow damaged with resistance with sheath during withdrawal through the sheath but there is no way of knowing for sure. No patient consequence. The sheath in use was a vizigo sheath. The catheter was being pulled out of the sheath when it got stuck on the sheath. The string material appears to be from the catheter. The damage did not result in wires being exposed, just plastic filament. It appears one of the electrodes was damaged and is lifted and has a jagged edge. It¿s possible the electrode snagged on the string and caused it to unravel. It appears it¿s connected to the shaft below where the splines all meet. There were no errors on the catheter and no noise on the electrode while mapping so there was no way of knowing when it was damaged. The damage was partial on the tip, in the shaft transition to the handle.

Manufacturer narrative:
On 16-may-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).